Event description:
It was reported that customer experienced extreme difficulty pressing wake button on insulin pump, with pump screen remaining dark or requiring multiple presses to turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to press center of button in specific way, but continued to report difficulty, so technical support arranged replacement pump under warranty, advised use of multiple daily injections as backup insulin therapy, instructed customer to allow battery to fully deplete before return, and explained need to reprogram settings, reconnect continuous glucose monitor, and return problematic pump using provided label.